Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and inquired about programming options. Ts reviewed the stored daily threshold and impedance measurements and confirmed that the ra lead pacing impedances were recorded to measure greater than 2000 ohms over the past 12 months. The hcp stated that the physician reprogrammed the ra lead pacing off and set the device to pace on the ventricular channel only. Ts discussed possible programming optimization options with the hcp and recommended patient to be scheduled for an in person visit for further evaluation. At this time, the ra lead remains in service. No adverse patient effects were reported.